Event description:
The catheter was placed 2 weeks before the incident, but never functioned very well. The patient went to another hospital for dialysis, the nurse noticed that the catheter was "ripped" near the y-piece.